Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal was missing, and the device was in good condition. There was no evidence of the reported problem found in the device's event history log. To conduct functional testing, accuracy tests were performed. Upon testing, the reported problem was unable to be duplicated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient used 18 ml out of 100 mg/24 hrs, with 82 ml remaining. The pump displayed 0 ml. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.